Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) section which state: chapter 3 preparation and inspection, ¿section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. The device evaluation found that there was a gap/peeling in adhesive area between hold ring and distal end. In addition the lock engagement lever was deformed, the bending section cover had a chip, a crack and a white clouded area, the light guide lens had a scratch and the adhesive around the lens had peeled, and both the connecting tube and the image guide protector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis lucera elite duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, found a gap/peeling in adhesive area between hold ring and distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.